Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 1 mg/day) via an implanted pump. It was reported that the patient had withdrawal symptoms. A dye study confirmed catheter occlusion. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. A new catheter was implanted. The existing catheter was left implanted, but not in use/out of service. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.